Manufacturer narrative:
Date sent to the FDA: 2/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 2/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09122019-0000620403 submitted for adverse event which occurred on (B)(6) 2017. Mwr-09122019-0000620401 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney it was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent hernia surgery repair on (B)(6) 2016. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted a lot of mesh in the area that was essentially contracted. The surgeon excised this again from the underlying tissues as best as possible. It was reported that the patient experienced pain. No additional information is provided.